Event description:
Patient was reported to have had an increase in frequency for milder absence seizures. Patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received to date.